Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken. There was no pt injury reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 22nd, 2015. This is a supplemental report for MFR report # 8010047-2014-01079 to correct serial #.

Manufacturer narrative:
The subject device was returned to sales company of olympus and sales company evaluated the device. Olympus as MFR received the result of the eval. The eval confirmed that the probe broke down. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue. This report is being submitted as a med device report in an abundance of caution.